Event description:
Event description guidant received information that this implantable pacemaker (ipm) was removed due to an elective replacement indicator (eri). The event was created due to analysis.